Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch # was confirmed correct. The device showed signs of use. Microscopic investigation revealed a hole in the balloon 2 mm from the proximal end of the balloon over the marker band. No other damage was seen. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture.